Event description:
It was reported that the ventricular lead capture was 4.8 v and impedance was 1,120 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.